Event description:
Customer reported, the handle for moving the wheels is broken. No pt or staff injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the handles. System operates as intended.